Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The complete pump system was removed by the healthcare provider in (B)(6) 2014 due to infection. The drug and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.